Event description:
It was reported that the patient expired. The patient was admitted to hospice with diagnosis of chronic systolic (congestive) heart failure on (B)(6) 2017. There is no known allegation from a health professional that suggests the death was related to the device. It was reported that the cause of death is unknown.